Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. There was no abnormality in the part that could be visually confirmed. The electric connector was shaken but the phenomenon that the image did not appear was not reproduced. When the device was and operated according to the instruction manual, no abnormality could be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the high-definition camera head presented no image. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional codes in section h6 based on the results of the device evaluation. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image failure could not be determined olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporter. The issue occurred prior to the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the legal manufacturer¿s investigation. See updated sections b3, . The legal manufacturer performed an investigation. The device history records (DHR) for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Previous repair records indicated the camera head and cable were replaced on january 21, 2021. The root cause of the issue could not be identified from the investigation results. Investigation results: · as a result of DHR review, it was confirmed that the device met standards at the time of shipment. · no particular abnormality was observed in the subject device, and the reported phenomenon was not duplicated.